Event description:
There was an allegation of a questionable lactate dehydrogenase result from the cobas 8000 c702 module for one patient. The initial result was 235 u/l. The repeat results on another analyzer were 303 u/l, 448 u/l, 444 u/l, and 429 u/l. The customer aliquoted off the parent tube, respun the sample, and got a result of 391 u/l, which was deemed to be correct. The questionable result was discovered after performing a lookback after questionable urea/bun results were discovered.

Manufacturer narrative:
The lactate dehydrogenase lot number is 88208401, and the expiration date is 31-may-2026. Qc and calibration were passing prior to the event. A field service engineer (fse) determined that the gear pump pressure was too low and adjusted it. The fse verified the instrument by performing a cell blank, a photometer check, precision testing, and qc. The investigation determined that the service action resolved the issue.